Event description:
Information received indicates two occasion where the arterial punch did not function properly. The punch caught and damaged the aorta. The aorta was repaired interoperatively, which lengthened the surgery slightly and made the graft to the saphenous vein difficult. There were no additional complications to the patient. The event dates are unknown.